Manufacturer narrative:
Concomitant products: 500dm27 mechanical valve, implanted (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a unipolar lead impedance warning which lead to a polarity switch. It was also reported that the ra lead exhibited high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.